Event description:
It was reported that during a transcatheter aortic valve procedure, the patient had tortuous femoral arteries and protruding calcium in the abdominal aorta and aortic arch. A pre-dilation was performed with a 26mm non-medtronic balloon. The delivery catheter system (dcs) was unable to traverse the aortic arch and met resistance proximal of the left subclavian artery despite being positioned in different angles. The guidewire was switched. The dcs was stuck again at the position despite being positioned again in different angles. Fluoroscopy did not reveal an injury to the aortic arch. The non-medtronic sheath was exchanged for a 22fr 65cm length sheath. The dcs was unable to cross the aortic arch again despite the different positioning angles. The dcs was removed and flushed. The dcs was inserted through the non-medtronic sheath and was unable to cross the aortic arch again despite the different positioning angles. A new system was prepped and the valve was able to cross using a snare. The patient was hypotensive with severe aortic insufficiency and was responsive to medical management. The valve was deployed initially too shallow and was recaptured. A second and final deployment attempt was at 4 mm on the non-coronary cusp and 6mm on the left coronary cusp. Trace-mild paravalvular leak was reported. An aortogram noted no injury to the aortic arch or abdominal aorta. The sheath to the left femoral artery partially dislodged causing a hematoma which was alleviated with manual compression. Transient left bundle branch block was noted. No vascular issues to the right femoral artery was noted. A post implant computed tomography (CT) showed no dissection, tear, or injury to the aorta. The patient became unstable following the procedure and died the following day due to bleeding of an unknown origin. It was reported a CT showed protruding calcium on the abdominal aorta. A post operative CT showed the retroperitoneal bleed was likely from the abdominal aorta. Additional information was received to report the pre-implant balloon dilation caused the severe central aortic insufficiency. Per the physician, a potential cause of the bleed was due to multiple sheath and wire changes; however, the bleed was not seen on the final aortogram. The physician indicated the bleed may have been caused by the sheath and clarified neither of the dcs contributed to the bleed as neither dcs interacted with the patient's anatomy where the bleed was located. Per the physician, the cause of death was a possible retroperitoneal bleed in the setting of protruding calcium and the patient's family's withdrawal of care. Per the physician, the medtronic valve and dcs did not cause the patient's death.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the patient had tortuous femoral arteries and protruding calcium in the abdominal aorta and aortic arch. A pre-dilation was performed with a 26 millimeter (mm) non-medtronic balloon. The delivery catheter system (dcs) was unable to traverse the aortic arch and met resistance proximal of the left subclavian artery despite being positioned in different angles. The guidewire was switched. The dcs was stuck again at the position despite being positioned again in different angles. Fluoroscopy did not reveal an injury to the aortic arch. The non-medtronic sheath was exchanged for a 22 fr 65 cm length sheath. The dcs was unable to cross the aortic arch again despite the different positioning angles. The dcs was removed and flushed. The dcs was inserted through the non-medtronic sheath and was unable to cross the aortic arch again despite the different positioning angles. A new system was prepped and the valve was able to cross using a snare. The patient was hypotensive with severe aortic insufficiency and was responsive to medical management. The valve was deployed initially too shallow and was recaptured. A second and final deployment attempt was at 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Trace-mild paravalvular leak (pvl) was reported. An aortogram noted no injury to the aortic arch or abdominal aorta. The sheath to the left fe moral artery partially dislodged causing a hematoma which was alleviated with manual compression. Transient left bundle branch block (lbbb) was noted. No vascular issues to the right femoral artery was noted. A post implant computed tomography (CT) showed no dissection, tear, or injury to the aorta. The patient became unstable following the procedure and died the following day due to bleeding of an unknown origin. It was reported a computed tomography (CT) showed protruding calcium on the abdominal aorta. A post operative CT showed the retroperitoneal bleed was likely from the abdominal aorta.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. There was a bend noted on the shaft. Delamination was observed over the nitinol reinforcing frame of the capsule. The nose cone appeared bent. The handle appeared to retract and advance the capsule with no issues. The trigger moved to fully advance and retract positions and locked in place when released. No other deformation evident to the remainder of the device. The reported advancement difficulties could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.